Event description:
It was further reported that the cause of the dissection was due to the implantation of the stent. When the physician attempted to cross the already implanted stent is when the 2.25x 8mm ion became stuck. The physician said there appears to be more metal at the edge of the 2.25x12mm stent. The dissection was treated medically with integrilin.

Event description:
Same case as MFR#: 2134265-2011-06037. It was reported that during a stenting treatment procedure stent damage and a vessel dissection occurred. The physician attempted to cross a 2.25x8mm ion stent through previously placed a 2.25x12mm ion stent in the circumflex to treat an artery dissection at the distal edge of the stent, however, the 2.25x8mm ion stent became stuck and caused stent damage to the 2.25x12mm ion stent already in place. Was unable to recross the stent, the physician decided to remove the 2.25x8mm ion stent. The physician tried to correct the stent damage of the 2.25x12mm by expanding the first unknown balloon of 1.5mm diameter and then a second unknown balloon at 2.0mm diameter with in the damaged stent. All of this occurred in the proximal segment of the implanted 2.25x12mm ion stent for which there seemed to be shortening of the stent and there looked to be more metal in that area. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: visual and microscopic examination showed there was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Magnified and tactile inspection of the device revealed that there was tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).